Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for printing issue with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that letters on the bd vacutainer® k2edta tubes were not printed properly. No serious injury or medical intervention reported.